Event description:
It was reported that during an in-clinic interrogation, non-sustained rv oversensing episodes were observed. It was indicated that these were caused by lead noise, with no oversensing on the discrimination channel. Since the patient does not require any ventricular pacing, no changes were provided. It was suggested to discuss a lead revision with the following physician as the noise may get worse over time. No patient symptoms were reported.

Event description:
New information note that noise was noted.